Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus singapore (osp), there was the possibility that the reported phenomenon was attributed to the failure of the device, etc. On the ex board due to the aging deterioration because more than 5 years had passed from the subject device had been manufactured. The ex board relays the signal between the endoscope and the ap board, and if the ex board breaks down, communication between the endoscope and the video processor becomes impossible, causing a malfunction.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus (B)(4) could reproduce the reported phenomenon. (B)(4) guessed that the reported phenomenon was caused by the failure of the electronic substrate of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (b30) occurred. There was no report of patient injury associated with this event.